Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: accidental left ventricular placement of a leadless micra pacemaker through a patent foramen ovale. The texas heart institute journal. 2025. Vol. 52, no. 1. Doi: 10.14503/thij-23-8303 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding inadvertent placement of a leadless implantable pulse generator (ipg) in the left ventricle. The authors described a patient who presented with a stroke with symptoms of an acute-onset right-sided facial droop, expressive aphasia, right upper extremity weakness, dysarthria, and confusion with an elevated blood pressure. They also were in atrial fibrillation (af) with rapid ventricular response. A transthoracic echocardiogram demonstrated a hyperechoic object of unclear etiology in the left ventricular (lv) apex. The patient had a leadless ipg in the left ventricle through an undiagnosed patent foramen ovale. The patient was started on intravenous (IV) tissue plasminogen activator (tpa) and transferred to the intensive care unit (ICU). They were given a loading dose of IV amiodarone, then switched to an oral form before discharge. Prior to discharge, the patient had improvement in their neurologic status and the leadless ipg remained in use. Months later, the patient experienced symptomatic atrioventriculardyssynchrony related to the leadless ipg and underwent a replacement. It is unknown if the patient¿s condition was related to the misplaced device or their underlying af. No additional adverse patient effects or product performance issues were reported.